Manufacturer narrative:
(B)(4).

Event description:
It was reported that all troubleshooting was done through verbal communication. The pulse generator exhibited high output rate. The device was reprogrammed. No further information was available.